Event description:
It was reported that the customer changed her reservoir, but the insulin pump was not showing any insulin on the screen. The customer stated that she only replaces the reservoir and nothing else. The customer received a motor error alarm while rewinding. The customer's blood glucose was unknown. The customer also mentioned that she may have received a compromised force sensor system alarm as well but was unable to verify. The customer stated that she had been exposed to a magnetic resonance imaging machine earlier. Troubleshooting was done. Customer could not complete the rewind sequence. Advised the pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The displacement test could not be performed due to the motor error alarm. The insulin pump had minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.